Event description:
Pt with preoperative diagnosis of morbid obesity with previous laparoscopic placement of adjustable gastric band with inadequate loss and intractable gastroesophageal reflux disease. In 2009, pt underwent a laparoscopic removal of adjustable gastric band with conversion to roux-en-y gastric bypass. The case was intraoperatively converted to open procedure. When surgeon was making a small hole in the anterior surface of the gastric pouch, he attempted to introduce the anvil portion of the 25eea using the orville device. During the course of this, the anvil became disconnected from the passing tube and became lodged in the esophagus. It appeared initially to be lodged at the ge junction. It was at this point the surgeon converted to an open procedure via an upper midline laparotomy incision. Surgeon proceeded to try to milk the anvil portion of the eea into the gastric pouch. Surgeon had to mobilize the phrenoesophageal ligament and palpate up within the mediastinum. He could not identify the anvil. It was at this point the gastroenterologist entered the operative room and performed upper endoscopy and found and retrieved the anvil portion of the 25eea stapler. Surgeon then passed a 25 eea down via a different orville device. It was felt the surgery was complicated due to a faulty suture on the orville tubing.